Event description:
During a lap cholecystectomy procedure, clip dropped off before firing. Another device was used to complete the case. There were no adverse consequence to the patient. One device returning.